Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's subscap and rotator cuff failing; the surgeon determined that a reverse was the best possible solution.